Event description:
Additional information identified that surgical intervention was undertaken wherein the scs ipg was explanted and replaced. Reportedly, effective therapy was restored post-operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the scs ipg could not communicate with the external device when troubleshooting was attempted. As such, the ipg was inoperable. Surgical intervention may be undertaken to address the issue.